Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, that the barrel disconnected from butterfly when pushing blood bottles on. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 06-aug-2025 investigation summary bd received 108 samples and two packaged photos of the lot concerned for investigation. The photos were examined visually and the customer reported defect was not observed. Therefore, the returned samples and 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of the luer adapter threads were found. Also, a functional testing was performed by connecting the luer adapter of 13 returned samples and 16 retained samples using bd single use holders and no spin out or separation during use were observed as all samples met specifications. Additionally, another 13 returned samples were connected to bd pronto holders and no spin out or separation occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
Report 2 of 3. It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, that the barrel disconnected from butterfly when pushing blood bottles on. There was no health impact or consequence reported.